Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported after initially receiving the pump, the contact connected the pump to a power source to charge. After leaving the pump to charge for several hours the pump remained off. There was no patient involvement, as the pump was not being used on the patient at the time of the event.